Event description:
Per the clinic, the patient experienced a performance decrement and change in sound quality, reprogramming attempts were made; however, the issue could not be resolved. The device was explanted in (B)(6) 2013 (exact date not reported), and the patient was reimplanted with another manufacturer's device during the same surgery. The device has not been made available for analysis as of the date of this report, november 8, 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.